Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was able to be verified, error message cassette not attached properly alarmed when latching cassette to device. Service replaced the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip alarmed with every cassette after latch is closed. No adverse effects reported.

Manufacturer narrative:
B3 updated to reflect event date.

Event description:
Information received indicating that a smiths medical cadd solis vip alarmed with every cassette after latch is closed. No adverse effects reported.